Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated, and no magnet tones were audible. No adverse patient effects were reported. The device remains in service.